Manufacturer narrative:
Analysis of the pcu event log shows that on (B)(6) 2015 at 8:24am a maint ivf was programmed as a primary infusion to run at 106ml/hr.

Manufacturer narrative:
Analysis of the pcu event log shows that on (B)(6) 2015 at 8:24am a maint ivf was programmed as a primary infusion to run at 106ml/hr with a vtbi of 25ml.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a nurse programmed the pump for a rate of 106ml/hr and a vtbi of 106ml, and 15 minutes later the bag was empty. The customer reported no patient harm and no medical intervention required. The customer declined to provide any more event information.

Manufacturer narrative:
The customer¿s report of an over-infusion was not identified. Physical inspection noted the pump to be in overall fair condition. Analysis of the pcu event log shows that on (B)(6) 2015 at 8:24am a maint ivf was programmed as a primary infusion to run at 25ml/hr with a vtbi of 25ml, and vancomycin was programmed as a secondary infusion to run at 106ml/hr with a vtbi of 106ml. At 8:37am the infusion was paused. At 8:40am the pump was channeled off and the device became idle. The secondary volume infused recorded during this period was 19ml. The pcu event log cannot determine the starting volume of the fluid containers. Rate accuracy testing was performed and the pump was found to deliver fluid within specification. The root cause was not identified.